Event description:
It was reported that during an unknown procedure the screw connection to the energy devices was broken. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4 batch #: y70309. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the 4-40 stud broken. In addition, it was received with nose cone slightly separate from the mid housing. No functional testing could be performed due to the device's returned condition. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Evidence present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Due to the cracked nose cone, moisture entered the hand piece mid housing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Possible causes that may have contributed to the broken stud include dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing, or not using a plastic torque wrench. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.